Event description:
Olympus was informed that in the middle of a laparoscopic assisted vaginal hysterectomy, the user was utilizing the thunderbeat handpiece to remove ligaments and arteries. A short circuit error was displayed on the generator followed by a probe damage error. The procedure was completed with another handpiece. There was no pt injury reported. Olympus followed up with the reporter to obtain additional info and was informed that the teflon pad on the device was charred, melted, loose, and partially missing. The probe could not be visually inspected due to excessive tissue built up.

Manufacturer narrative:
The thunderbeat handpiece was accidently discarded by the reporter. The exact cause of the user's experience could not be conclusively determined at this time. However, teflon pad damage can result from continuous activation of the output without tissue between the probe and jaw. If additional info becomes available at a later time, this report will be supplemented.